Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery (pa) using an indigo system flash aspiration catheter (flash catheter), an indigo system lightning flash aspiration tubing (flash tubing), a non-penumbra selection catheter, a non-penumbra catheter, and a guidewire. Towards the end of the procedure, a pulmonary hemorrhage in the right middle lobe was identified. As a result of the hemorrhage, blood was present in the airway, necessitating rapid sequence induction (rsi) and endotracheal tube (ett) intubation. The patient subsequently experienced hemodynamic collapse, and cardiopulmonary resuscitation (CPR) was initiated, with return of spontaneous circulation (rosc). Following bronchoscopy and echocardiographic evaluation, the procedure was abandoned, and all devices were removed from the patient. There was no reported issue with the flash catheter or the flash tubing during the procedure. It was reported that the patient received inotropes (adrenaline, noradrenaline, vasopressin, milrinone), 1 unit of blood, 1 bottle of albumin, and 2.5 liters of intravenous (IV) fluids. An additional medical procedure was also performed to treat the patient. The patient was then transferred back to the intensive care unit (ICU). As of (B)(6) 2026, the patient remains intubated in the ICU. There is no further bleeding, and inotrope requirements are decreasing. On (B)(6) 2026, it was reported that the patient is still recovering in the hospital but is no longer in the ICU. The pulmonary hemorrhage was reported as a serious adverse event with a possible relationship to the indigo aspiration system (flash catheter) and a definite relationship to the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.